Manufacturer narrative:
Event desription confirmed poor bone quality. Cutout is usually not caused by this product - thus concomitant item.

Event description:
Patient sustained a right femoral neck fracture that was treated (B)(6) 2016. Surgery was completed successfully. Implants noted to be in good position. Upon follow-up examination some months later it was noted that the lag screw was migrating superiorly in the femoral head. Upon further follow up it was noted that the lag screw cut out of the femoral head. He was scheduled for revision surgery for a total hip replacement. That was done on (B)(6). The operation was completed successfully. The surgeon noted that the femoral head bone was of very poor quality.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient requested the hardware.

Event description:
Patient sustained a right femoral neck fracture that was treated (B)(6) 2016. Surgery was completed successfully. Implants noted to be in good position. Upon follow-up examination some months later it was noted that the lag screw was migrating superiorly in the femoral head. Upon further follow up it was noted that the lag screw cut out of the femoral head. He was scheduled for revision surgery for a total hip replacement. That was done on (B)(6). The operation was completed successfully. The surgeon noted that the femoral head bone was of very poor quality.